Event description:
Boston scientific received information that during a follow up visit, review of the device memory revealed noise causing oversensing on the right ventricular channel and shock electrogram. Provocation measurements reproduced the noise. It was thought there was lead insulation or a lead fracture due to subclavian crush. A revision is intended in the near future. No adverse patient effects were reported.

Manufacturer narrative:
When additional information becomes available, this event will be updated.